Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not available.

Event description:
The reported valve was implanted to a patient via vp-shunt on (B)(6) 2017 (doi and initial setting were unknown). During the implant surgery, the surgeon noticed right after opening the package that the valve¿s shape was not straight, and the distal side looked being turned up. The surgeon didn¿t try to make it straight not to damage the valve by manipulating it, and implanted the valve as it is. The surgeon noticed that the valve was wrapped to the opposite direction to the skull¿s curved surface after the implantation. One month later, the distal side of the valve was exposed from the skin and the skin got infection. A revision surgery was performed with 82-3100. The surgeon commented the surgeon used the same product for 2 or 3 of other surgeries, but the very valve looked that the shapes were not straight and not constant just like this case. The surgeon pointed out that there might be problems with valve¿s production or the materials of silicone or plastic basis. The product will not be returned since the valve is infected. We will update the lot number when we get information.

Manufacturer narrative:
(B)(4). The lot number has been provided. Upon completion of a review of manufacturing records, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The lot number has been provided. Review of manufacturing records found no discrepancies when the device was released to stock. To date, the sample has not been returned. If additional relevant information is provided, the complaint will be reopened and a follow-up report will be submitted. At present, we consider this complaint to be closed.